Manufacturer narrative:
(B)(4). The patient¿s medications include; tiotropium, vancomycin, tylenol, albuterol and alteplase. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include but are not limited to endoleak.

Event description:
On (B)(6) 2011, the patient reportedly underwent an aorto-uni-iliac (aui) bypass on the right side, with five gore® excluder® aaa endoprostheses. Reportedly, the left internal iliac artery was intentionally covered during the initial implant procedure. On (B)(6) 2017, an ultrasound scan reportedly showed contrast through the contralateral leg component, previously implanted into the left common iliac artery. However, the images did not reportedly show evidence of aneurysm enlargement. According to the report, the physician suspected a type iii endoleak. On (B)(6) 2017, an additional procedure was performed. It was reported that during the procedure intra-operative angiography failed to confirm the presence of an endoleak. The physician reportedly decided to reline the contralateral leg component by implanting an another contralateral leg component within the limb. Final angiography showed no evidence of endoleak. The procedure concluded without any reported adverse events and the patient was reported to have tolerated the intervention.